Manufacturer narrative:
(B)(4). Batch # n56w66. The analysis found that one pcee60a device was returned with no apparent damage and with two gst60g cartridges reloads present. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the straight position with the returned cartridges reloads by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a vats pneumonectomy, the device had the same problem with two cartridges in a row when it was used on the lung parenchyma. The knife came back to the home position without using the reverse button when it moved forward about 1/3 of the way by pulse firing. No bleeding was confirmed. Another device and another cartridge were used to complete the case. There were no adverse consequences to the patient.